Event description:
The customer reported to olympus, the spare lamp indicator on the evis exera ii xenon light source turns on when switching on the main lamp prior to an unknown procedure. The procedure was completed with a similar device. According to the customer, the cleaning, disinfection and sterilization (cds) practices are performed by hand for this device using alcohol. There were no reports of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated, and it pointed out that the phenomenon was caused by spare lamp failure. Olympus will continue to monitor field performance for this device.